Event description:
Implant date: 1999. During the surgery the tapered end of the instrument was damaged. Surgeon completed surgery manually, rather than using the instrument which extended the surgery time two extra hrs.